Event description:
Omni wire for 1 fr wire zeroed normal outside body and normalized to 1.0. Once the wire was placed beyond the lesion it started to settle at 0.92 and drifted back to 1.0. Implanted and explanted. Procedure narrative: patient arrives to cardiac cath lab. Patient verified via name and medical record number. Pre procedure teaching performed. Written, informed consent was obtained. View electronic medical record for lab values. Patient prepped and draped per sterile protocol. Timeout performed. Local anesthetic given at access site. Ultrasound used to assist with vascular access. Vascular access obtained. Glidesheath slender 6f 10cm ss-kit sheath inserted. Radial cocktail administered. Optitorque 6f tig4 110cm diagnostic catheter inserted over guidewire. 0.035 175cm j guidewire used. Right coronary angiography performed, multiple views taken. Catheter re-directed to engage left coronary artery. Left coronary angiography performed, multiple views taken. Catheter removed. Oxygen saturation 97%; heart rate 94 bpm; 98/62/75 non-invasive blood pressure; respiratory rate 16/min, guide catheter inserted. Active clotting time (act) drawn. Omniwire 185cm straight inserted. Act results: 297. Instantaneous wave-free ratio (ifr) wire normalized and advanced into right coronary artery (rca). Wire advanced past lesion. Ifr wire removed. Second ifr wire inserted. Ifr wire normalized and advanced into rca. Wire advanced past lesion (2). Ifr measurement = 0.95. Ifr wire removed (2). Catheter removed (2). Infiniti 6f pigtail 145 diagnostic catheter inserted over guidewire. 0.035 175cm j guidewire used (2). Aortic valve crossed with catheter. Catheter withdrawn across the aortic valve. Catheter removed (3). Radial sheath removed. Tr band applied: 15ml air inserted oxygenation saturation 97% post sheath pull.